Manufacturer narrative:
On (B)(6) 2019, the analysis results show that the device appeared intact. Leak testing revealed there was leakage from the valve and tear in the posterior view, measuring approximately 0.4 cm . No additional anomalies were observed. Possible causes for the tear found, could be include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation primary with an unspecified mentor breast implant and experienced right deflation and pain. As a result, the patient had undergone removal on (B)(6) 2019.

Manufacturer narrative:
On 9/5/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. There is no lot number on the device. The device is 325cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/23/2019, it was reported to mentor that the replacement devices were mentor memorygel breast implant 550cc. Manufacturer¿s reference number: (B)(4).